Event description:
It was reported that there was a short in the power cord that burned up the black wire on the cord, resulting in the sheathing being damaged and exposing black melted wires inside. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.